Event description:
It was reported to tyco healthcare/kendall on 12/12/06, that a customer had a problem with a foley catheter. The customer reports that the tubing separated from the sampling adapter. The customer alleges that the tubing separation resulted in the development of a uti in the pt and ultimately the premature delivery of a stillborn child.

Manufacturer narrative:
Pt had been in premature labor at 31 weeks, was on bedrest and had had a catheter inserted for less than one week. The baby had appeared to be healthy when the pt was admitted. Reported that the tape where the needleless port connects to the clear [drainage] tubing gave way and the catheter became disconnected. The pt was having routine assessments every eight hours and the disconnection was noted during one of these checks. The pt had not reported the disconnection, nor did she report that the bed was wet. The pt developed a urinary tract infection (uti), went into premature labor, and delivered a still born child. The time difference between the disconnection and the diagnosis of uti is not known, nor are the exact circumstances of the stillbirth known.